Event description:
In 2008, the patient reported elevated blood glucose readings in the 500's mg/dl with her reading last night being 157 mg/dl which is "pretty good." She stated she treated her elevated reading by giving herself an injection of insulin. She stated she changed the insulin cartridge of her infusion device last night and changed her infusion headset today. She thinks she may have accidentally reused the infusion set tubing. Troubleshooting did not find any product issues. The patient was advised to change her infusion set tubing which she successfully did. On follow up with the patient on the following month, she stated her blood glucose levels returned to normal later on the day she called and has not been elevated since. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.